Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 156 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the prime test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm tests. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, cracked case at the display window corner, scratched reservoir tube window and cracked reservoir tube lip.